Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 289 mg/dl. The customer stated that the insulin pump's display was frozen, it showed high blood glucose, injection, monitor blood glucose, and press act or esc. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no frozen screen noted. The unit was unable to perform rewind and basic occlusion, occlusion, prime, compromised force sensor, the excessive no delivery and displacement test due to no button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, reservoir tube lip and missing end cap sticker.